Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of waking up with high blood glucose of 400 mg/dl and after treating, blood glucose elevated to 425 mg/dl. Customer continued to correct and changed infusion set and blood glucose dropped to 42 mg/dl. Customer changed sensor and declined to troubleshoot. Customer would call back if issue re-occurs.